Event description:
Boston scientific received information that during a normal device replacement procedure it was noted that the device was removed from the pocket and external pacing continued as programmed. The right atrial lead was removed from the pocket and loss of capture on the competitor right ventricular lead was noted. The patient was pacemaker dependent. The right ventricular lead was then removed and connected to an external pacing system analyzer (psa) and ventricular capture was restored. All leads tested normal with a psa. The device was explanted and will not be returned. A request was made to determine the reason loss of capture was noted on the competitor right ventricular lead when the right atrial lead was removed. Technical services discussed that the device could potentially be picking up electromagnetic interference due to the procedure and inhibiting ventricular pacing. Technical services also discussed interrogating the device to see if there were any stored episodes from the time of surgery to confirm if pacing inhibition was due to the device being left in a sensing only mode. No additional information was obtained. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was subsequently returned and will be analyzed. No additional adverse patient effects were reported.